Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was not sensing. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator was not sensing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the generator was not sensing. Analysis did find the upper and lower cases broken and contaminated, one bail cover, the ring cover, and the battery drawer contaminated, the battery contacts compressed and the keyboard scratched. (B)(4).